Event description:
Stretcher siderail would not latch.

Manufacturer narrative:
Upon complaint review, it was determined that false latching or no latching of siderails could result in serious injury, and therefore this event will be reported.